Event description:
It was reported that the patient underwent gastrectomy on (B)(6) 2014 and suture was used. Following the procedure, the tip of the needle broke when attempting to insert it into a needle-counter. The needle piece was retrieved. The procedure was completed successfully and there was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: a needle that was broken at the tip was returned for evaluation. The device was visually evaluated. Evaluation found that the needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."